Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced insulin not being delivered on (B)(6) 2026. The patient experienced high blood glucose levels and received treatment with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully.